Event description:
It was reported that this right atrial (ra) lead was dislodged which was confirmed through fluoroscopy. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.